Event description:
It was reported that this right atrial (ra) lead has been showing low, out of range (oor) pacing impedances. There were no related calls for the ra lead and historically the impedances have been oor. Furthermore, noise was observed in atrial tachy response events for the ra lead. The field representative mentioned that the clinic must be aware of the situation with this ra lead that remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).